Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 4. Reference MFR. Report#: 3006705815-2018-00319, reference MFR. Report#: 1627487-2018-01482, reference MFR. Report#: 1627487-2018-01484. It was reported an infection was found at the patient's lead site. Redness and pus was also present at the patient's lead site. As a result, a wound debridement was performed and antibiotic ointment was applied to the wound. The patient was also prescribed oral antibiotics. The infection resolved over time.